Event description:
It was reported that during a procedure to treat a lesion in the left anterior descending artery to circumflex, a 2.5 x 23 rx xience v stent delivery system (sds) was advanced without resistance and inflated to deploy the stent; however, it was noted on angiogram that there was no stent on the balloon. Reportedly, when the stylet was removed during prep the stent dislodged and remained in the protective sheath on the cath lab table. The 2.5 x 23 rx xience v sds was withdrawn from the patient anatomy and a new same size xience v sds was advanced and implanted to successfully treat the target lesion. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - failure to follow steps/instructions. Evaluation summary: the device was returned for evaluation. The stent dislodgement was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the xience v/xience nano everolimus eluting coronary stent system instructions for use states: prior to use, inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. Based on the information reviewed, there is no indication of a product deficiency.